Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found the air leak inspection revealed a leaking and perforated master cable tube unit without metal braid exposure. The universal cord unit was tested and did not leak but had wrinkles. Tape was wrapped around the sheath to seal the known leak as to perform properly the leak test and no additional leaks were discovered. During the initial visual inspection, peeling in the bending section cover adhesive with missing parts was identified, along with missing gluing around the objective lenses. It was also found that the master m plug unit was cracked. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the endoeye flex 3d deflectable videoscope was found leaking at the universal cord during reprocessing of the device. Upon inspection and testing of the customer returned device, it was observed that the gluing was missing around the objective lenses. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, glue deteriorated from a chemical solution etc. And/or sterilization. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): IFU (operation manual) warns user against applying external stress to endoscope as below: ¿important information ¿ please read before use: contraindications, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ IFU (reprocessing manual) specifies as below: ¿sterilization by sterrad® 100s/nx®/100nx® system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus.¿ olympus will continue to monitor the field performance of this device.